Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.(B)(4).

Event description:
It was reported that during the implant procedure the left ventricular (lv) lead dislodged while the sheath was slit. The lv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.